Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Unable to perform displacement test due to blank display. Unit also received with cracked case(battery tube), cracked battery tube threads, faded serial number label and cracked keypad at select button. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was cracked at the back. Customer stated that there was no physical damage to the retainer ring. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.